Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the manufacturer tamper seal and the downstream occlusion sensor seal were missing. Additionally, the lens and the battery door were damaged. Functional check of the returned device was performed as well as non-destructive testing of the pump. Error codes were not found in the event history log. Results: the customer reported problem was not duplicated during the investigation. Due to a missing downstream sensor seal, a temporary seal was placed on the device to prevent damaging the sensor during calibration. The upstream and downstream sensors calibrated without any issues. The upstream and downstream occlusion sensor millivolt value was stable and jumped when depressed in the manufacturing utility mode. Performed a pounds per square inch psi test before and after calibration. The device occluded at 25 before calibration and 20 psi after. The upstream and downstream occlusion sensors did not have any visual defects. Root cause of the reported problem would be attributed to the device was missing a downstream occlusion sensor seal which was attributed to the customer. An exposed downstream sensor would cause calibration issues. It is recommended to replace the downstream occlusion sensor seal. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed, corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.